Event description:
It was reported, the patient ((B)(6)) is experiencing diminished relief from his therapy system. Increasing the amplitude results in muscle stimulation. The physician reports that no lead fractures are evident and the leads do not appear to have moved since implantation. Efforts to recapture effective stimulation via reprogramming have yielded limited success. The patient is scheduled to undergo a trial procedure at later date. Until such time, his pain is being managed by epidural injections.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.